Manufacturer narrative:
A review of the complaint database has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient passed away from heart disease complications. There were no known complications from the procedure and there were no reports of device-related issues from the patient prior to the passing. The device had never been activated. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.